Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient felt his cardiac resynchronization therapy defibrillator (crt-d) had flipped. A chest x-ray was taken and the physician stated this right atrial (ra) lead and the right ventricular (rv) lead had lost slack. A surgical intervention was performed in which both lead's slack was increased, the crt-d was repositioned and the patient was treated with intravenous antibiotics to resolve the issue. All electrical measurements were within the expected limits. The system remains in service and the patient was scheduled for normal follow ups. No additional adverse patient effects were reported.